Event description:
The customer reported that service latch on the pt support table top was not completely secured to the subframe. A philips field service engineer (fse) confirmed there was no harm to a pt, operator, or bystander due to this malfunction. The fse repositioned/tightened the service latch to resolved this issue.

Manufacturer narrative:
(B)(4).